Event description:
It was reported that during an unknown procedure, when performing the test in the most extreme backward tilt on the bronchovideoscope, there is no contact, so the video recording cannot be seen. No additional information regarding the circumstances of the malfunction is available. There was no report of patient harm associated with this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Date of event is unknown. Additional information will be provided if available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information: d9 the device was returned to olympus for inspection, and the reported failure of ¿video recording cannot be seen¿ was confirmed. Based on the investigation results, the probable cause of the event was determined to be a failure of the insertion part charge coupled device (ccd) unit horizontal scanning lines (h-lines), resulting in no image display. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.